Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during implant and post implant the implantable cardiac monitor (icm) was sensing erratically from interference and noise. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex. If information is provided in the future, a supplemental report will be issued.